Event description:
The consumer was using the heating pad to treat lower back pain when the pad over heated and caused burns resulting in blisters. Burns of this nature are the result of laying or leaning against the heating pad which is contrary to proper use instruction.